Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported ra lead noise. Noise was recreated with pocket manipulation, but impedances are good. There is pocket stimulation. It is thought that there may be insulation breach.